Event description:
Strings breaking [device breakage] had to manually remove the tampon [complication of device removal]. Case narrative: consumer reported via phone that the tampon string started breaking. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.